Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's spouse that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 320 mg/dl at the time of admission. The customer used food to treat. The customer experienced symptoms such as shaking, sweating, unresponsiveness, and lethargy. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a meter that was reading almost 200 mg/dl higher than the hospital meter. The customer had another low event on the day of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The incident date information has been updated which incorrect with initial report. The updated information has been included with this report.

Event description:
Incident date has been updated to (B)(6) 2019.